Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2013-02186, 1225714-2013-02187.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
Initial information alleged that the patient experienced an event and expired on the same date ("initial date"). Additional information received alleged that the approximately seven months before the initial date and seven weeks before the initial date, the patient experienced cardiac events and then expired, which was caused by the patient's exposure to the product administered during dialysis treatment. Additional information has been requested to clarify the number and date of event(s) and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products associated manufacturer report numbers: 1225714-2013-02186 and 1225714-2013-02187.